Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving saline via an implanted infusion pump. It was reported that since the pump was implanted the patient had not been able to use their left leg. The patient noted the pain started at the ankle and calf. There was no swelling just pain, and then after a couple of days the pain went around the whole leg. 28 days post-surgery the patient went to the hcp to have the bandages removed. The physician's assistant (pa) told the patient they had a lot of fluid around the pump and wasn't sure why there would be so much fluid. The patient was still in a lot of pain and was swollen. The patient was put on antibiotics but couldn't stomach them so they called the hcp to see if they could do an IV but never heard back. The patient has ms and the ms hcp wanted to do a med check and ordered blood work about a month after implant. The hcp told the patient they tested positive for hepatitis b due to infection. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.